Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead implant procedure, helix broke and remained stuck in the septum. The rest part of the lead was explanted and a new lead was implanted. Physician did not plan to take-out the broken helix from patient's septum. There were no adverse consequences to the patient except the broken helix in patient's septum.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.